Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was seen in the emergency room (ER) due to undesired sensations related to bradycardia. The presenting electrogram (egm) showed loss of capture (loc). Upon review, it was noted that the thresholds were increasing and there was a decrease in pacing impedance measurements. There was no noise seen. The device was reprogrammed and the plan was to have this crtp system revised soon. This device was implanted in iran, and the patient was travelling in italy at the time of this event. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of high capture threshold is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was seen in the emergency room (ER) due to undesired sensations related to bradycardia. The presenting electrogram (egm) showed loss of capture (loc). Upon review, it was noted that the thresholds were increasing and there was a decrease in pacing impedance measurements. There was no noise seen. The device was reprogrammed and the plan was to have this crtp system revised soon. This device was implanted in iran, and the patient was travelling in italy at the time of this event. This device remains in service. No adverse patient effects were reported.